Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced telemetry issues. The implantable neurostimulator (ins) had gone into overdischarge. A MFR rep was able to get the ins to charge normally. The first quartile of the ins was flashing. It was later reported that the pt had impedance readings of over 3,600 ohms on electrodes 3 and 4. The electrodes were programmed around. Add'l info rec'd reported that as of (B)(6) 2011 the pt was receiving effective therapy and there were no symptoms from the overdischarge.